Event description:
As reported by the sale rep per the user facility: pump fell on patient's hand during transport to room causing skin tear; injury was treated by facility staff. Time of occurrence 1:22 am. At this time, it is unknown if the pole clamp will be sent for analysis based on the facility's internal risk management department. On (B)(6) 2011 - spoke with director of materials management in regards to the status of the patient and the return of the pump and the pole clamp for evaluation. He reported that the facility has completed their internal investigation and that the pump and the clamp will be returned together for evaluation. He does not have any information on the status of the patient or if any medical intervention was required. On (B)(6) 2011 - spoke to the risk manager. She reported she did not have any follow-up information readily available, however, she will make inquiries and get back with additional follow-up information. On (B)(6) 2011 - additional information provided by the risk manager indicated the patient was treated for the skin tear that she suffered during this incident. No stitches were required and the patient has not suffered any adverse sequela associated with the incident. No further follow-up information was made available at this time. On (B)(6) 2011 - information provided by the director of materials management, indicated the pump and the clamp are still at the facility, however they will be returned for evaluation.

Manufacturer narrative:
The actual device along with the pump has not been returned to be evaluated. Without the actual sample a thorough evaluation could not be performed. This incident is still under investigation, pending the return of the sample. If the sample is received and any pertinent information becomes available through investigation, a follow-up report will be filed. All available information has been provided to the actual manufacturer for evaluation.